Event description:
Reporter indicated a vns (B)(4) computer with 7.1 version software was freezing on the interrogation screen and the diagnostics screen for about 2-3 minutes. The suspect computer and flashcard were returned for analysis and the screen freezing events was not observed. However, it is known that the combination of the (B)(4) computer and version 7.1 software can cause screen freezing to occur.